Manufacturer narrative:
Added information to section b5 (description of event). Updated information in section h6 (health effect - clinical code): the code "4580 - insufficient information" was replaced by "1886 - hemolysis". H11. Additional narrative/data: the implant date is known only as "(B)(6) 2024". Therefore, (B)(6) 2024 was used to calculate the implant duration.

Event description:
As reported by the edwards lifesciences affiliate in belgium, a valve model 8300ab25 implanted in aortic position was explanted after an implant duration of approximately five (5) months due to significant paravalvular leakage (3/4). As reported, reason for reoperation was that patient had hemolysis with an hemoglobin value of 7. A surgical valve was implanted in replacement. Reportedly, patient was noted as to be discharged home and doing well.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 8300ab25 implanted in aortic position was indicated for explantation after an implant duration of approximately five (5) months due to significant paravalvular leakage.

Manufacturer narrative:
H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.